Manufacturer narrative:
The returned device analysis did not confirm the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported difficult single gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that during functionality testing during preparation of a mitraclip ntw and while actuating both grippers, one of the grippers would not drop. Therefore, the mitraclip ntw was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.